Event description:
The light filters were not in filter holder on a new olympus cv-160 light source causing overheating of 4 gi scopes, destruction of the fiber bundles and possible pt burns with fourth scope. The filters, separator ring and expansion ring were subsequently found inside on the bottom of the light source. The fourth scope cf160 qal had burning of the rubber fiber bundle interface at the distal end of the scope and vaporized water when placed in a cup of water. Set up two new olympus video systems and informed they were ready for use. Colonoscope cf 1t 140l used, the light became dim during a colonscopy procedure. Gastroscope gif 1t 140l used, light bright and then dim during gastroscopy. Colonoscope cf 1t 140l connected to light source, light dim, endoscope not used. The new video system was removed from the room. The light guide glass was dark in all three endoscopes. Informed the co the endoscopes may have fluid incasion and it was okay to use the video system. The same clv and cv unit was used with colonoscope cf 160 qal procedure was being done when smoke was seen from the distal tip of the colonoscope, smoke was also smelled. The colonoscope was removed without apparent adversity to the pt. The video system was removed from the procedure room. The second new video system used: clv 160 light source, colonoscope cf 160 qal, procedure was being done when physician and nurse saw smoke from distal tip of colonoscope. The colonoscope was removed without apparent adversity to the pt. The second video system was removed from the procedure room.